Event description:
It was reported that a homechoice device experienced a high drain 104/ call pdrn alarm. This alarm occurred during night drain cycle 4, and indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient was not connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient is diabetic, but does not take medication for it. The patient would use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence a high drain 104 alarm. A device history record review revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to one or more cycle advances to next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.